Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 510 mg/dl, due to a malfunction alarm occurring. The customer was treated intravenously with fluids of saline and insulin. The customer was release from the ER the on (B)(6) 2021 with issue resolved. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.